Event description:
It was reported that the device was explanted due to pocket erosion. New device implanted on the right side. The patient was stable.

Event description:
New information notes that the system was explanted due to pocket erosion and infection. Related manufacturer reference number: 2017865-2021-12049.

Manufacturer narrative:
Analysis was normal. No anomalies were found.